Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4-5, and 5 leaflet valve. Three triclips were inserted and deployed on the tricuspid valve, reducing tr to a grade of 2-3. It was noted that difficulties visualizing the clip occurred. On may 2, an echocardiogram was performed and revealed that the clip had detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 4, a second mitraclip procedure was performed, and one clip was implanted, reducing tr to a grade of 2-3.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4-5, and 5 leaflet valve. Three triclips were inserted and deployed on the tricuspid valve, reducing tr to a grade of 2-3. It was noted that difficulties visualizing the clip occurred. On (B)(6), an echocardiogram was performed and revealed that the clip had detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 4, a second mitraclip procedure was performed, and one clip was implanted, reducing tr to a grade of 2-3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determined the reported slda . The reported tricuspid valve insufficiency/ regurgitation appears to be due to the slda. Tricuspid valve insufficiency/ regurgitation is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported hospitalization and unexpected medical intervention were a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.